Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause includes: the amount of use and age of the device (over 7 years) caused the power switch to become stuck. A design change to make the power switch more robust was implemented november 2013.

Manufacturer narrative:
The device was returned to olympus for evaluation. The repair center confirmed the customer's complaint. The device's power switch was replaced and the unit was returned to the customer. This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
The customer contacted olympus to report the device's power button was stuck. This malfunction was found during preparation for use and there was no patient involvement.